Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that auxiliary alarm supply failed. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that there was error code 1115 check vent: aux alarm supply failed logged in the event log. No other check vent or vent inoperative codes were logged. The voltages on the pneumatic screen were reviewed. The suggested repair per the manual was reviewed and the customer was advised to replace the motor controller printed circuit board assembly (pcba). The customer called technical support back reporting that the mc pcba was replacement, but it did not solve the issue. The customer will try replacing the power management pcba first before ordering parts.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.